Event description:
The customer received a blood glucose reading of 196mg/dl on the contour next usb, re-tested on a different bayer meter and the reading was 105mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The call ended before further information could be obtained.

Manufacturer narrative:
Product information was not provided, so the manufacture date could not be determined.